Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Summary: (B) (4) the device was not returned, further investigation was not possible.

Event description:
It was reported that during the implant procedure, the helix would not retract. The device was not implanted. No patient complications have been reported as a result of this event.